Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The fse notified the customer of the battery failure. The customer stated he will order the batteries from a 3rd party and replace them himself.

Event description:
During a field action performed by a getinge field service engineer (fse), the batteries failed the run time test. There was no patient involved, thus no adverse event was reported.